Event description:
It was reported that during an attempt to implant the lead, the physician had difficulty accessing the vein as a result of the catheter introducer kinking due to patient anatomy and preventing the lead from passing. A larger introducer was tried which also "kinked" but the physician was able to pass the lead with difficulty. It was also reported that the physician then deployed and retracted the helix several times trying to position the lead on the rv septum. The lead was removed and the extension of the helix was checked. It would not extend. The lead was returned and a new lead was implanted successfully. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found. The helix extends and retracts within product specifications. Blood in/on the helix mechanism (sleeve head). Full lead returned and analyzed.